Manufacturer narrative:
Device evaluated by MFR: the investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MFR ID # 2134265-2017-12128. It was reported that incorrect pacing occurred. It was reported that during an electrophysiology procedure involving an lspro and a non-bsc simulator, pacing was delivered to the atrium; however, pacing was also delivered to the ventricle though a secondary catheter located in the ventricle. The physician was only able to resolve the secondary pacing by physically unplugging the catheter that was located in the ventricle in order to only pace the atrium. It was suspected that the cable may have been internally damaged; however no visual damage was observed. No patient complications reported.